Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor lv1.5 device had ruptured during patient use. The device was filled with fluoruracil. It was reported that a seven day infusor had only half infused its contents when the reservoir ruptured. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: one used sample was received by baxter for evaluation. The reported condition of "ruptured reservoir" was confirmed. The root cause is under investigation at this time. A batch review was conducted and revealed that the product met all acceptance criteria for release. This is a single use device and will not be repaired.